Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. FDA device code: 2577, 1069. FDA patient code: 2645".

Event description:
It was reported that a ultrasafe x100l png raspberry nvs stein separated from the safety device at an unspecified time. The following was reported by the initial reporter: 'the syringe detached from the nsd'